Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high/low blood glucose and needed assistance with sensor calibration and auto mode readiness. Blood glucose level at the time of the incident ranged from 200 to 279 mg/dl. Customer was assisted activating the auto mode feature. Customer also mentioned blood glucose went down to 49 mg/dl and treated with food. Customer declined troubleshooting for high/low blood glucose. The insulin pump was not replaced or returned for analysis.